Manufacturer narrative:
B3: correction submitted to update event date to asked, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were in the hospital for a hip replacement about 3 weeks ago. The patient stated that they went through therapy of injections for 6 weeks after the hip replacement, and when they came home "something with all the wirings" that were attached to them "triggered something." The agent asked the patient to clarify what was triggered, but the patient remained unclear. The patient mentioned that yesterday they started having pain at the ins site, so they asked to be taken to the hospital. The hospital told the patient that the ins site seemed like it was inflamed and might have an infection. The patient mentioned that a flare up happened at the hospital, but they didn't specify what the flare up involved. The patient did not have their programmer with them at the time of the call and asked if there was a way the ins could be turned off without using the programmer. The agent reviewed that the ins on/off activations require proximal telemetry. The agent reviewed that the hospital could contact a local manufacturing representative (rep) for assistance if deemed necessary. The patient disconnected the call at this point, so the agent was unable to clarify the event date or ask for the name of the patient's managing healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2correction sent to update outcome to hospitalization and correction h2:correction sent to to correction instead of additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.